Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting, the tip of the cutter broke off during transit up the tunnel. It was not in the act of cutting. The tip was removed through an incision at the top of the leg. There was a 5-minute delay in the procedure. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on aug 25, 2017. (B)(4). The sample was not returned for evaluation; therefore, the complaint was not confirmed and a definitive root cause was not determined. Retention samples were visually inspected from the same lot, no visual anomalies were found. It is likely, while the device was inserted into the tunnel, excessive force was applied to the distal end of the v-cutter or the distal end of the v-cutter was hit by objects causing it to damage. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.